Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) evaluated the iabp for the low helium message. The fse reported that he performed section 2.5.1.1 "checking the pump console" in the service manual to resolve this issue. The fse found 0 psi helium leak after 30 min test and performed a safety and functional tests. The fse could not duplicate the helium leak. The unit passed all functional and safety tests per factory specifications, returned the unit to the customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra aortic balloon pump generated a low helium warning during testing. No patient involvement or adverse event was reported.